Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: yes, low blood sugar symptoms. A pt reported they were not able to get a blood reading. Their meter allegedly would display low battery even when the battery was replaced. Not able to get a blood reading on meter. Meter was ot compared to any other equipment. No treatment. No further info has been reported.